Event description:
Pt's lfs meter had missing readings from the memory of the meter. Customer service walked pt through troubleshooting and was unable to resolve the issue. Pt was sent a new lfs meter. Pt also complained about an error 4 message on the meters, which was resolved through troubleshooting. Pt's test strips fell out of range with control solution. Test strips range was 108-146 and pt obtained a control of 150 and 152. Test strips and control solution have been opened for less than 3 months and the test strips are in good condition. Test strips and control solution was also replaced. The pt also reported blood glucose results of 408mg/dl, 242mg/dl, 149mg/dl and 107mg/dl with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.